Event description:
Olympus was informed that a patient contracted a (B)(6) infection after undergoing three different ercp procedures. It was reported that two tjf -q180v and one tjf-160v duodenvideoscopes were used to perform the patient's procedures on (B)(6) 2013, at different user facilities. After, the procedure on (B)(6) 2013, the patient began to experience symptoms of infection with epigastric pain and was admitted to the hospital for observation. The patient was later discharged on (B)(6) 2013. On or about (B)(6) 2013 the patient returned to the user facility and cultured positive for e.coli -extended-spectrum betalactamases (esbl)-producing gram-negative bacteria and was medically treated with antibiotics. It was reported that the patient continues to experience reoccurring pneumonia, kidney, bladder and urinary tract infections which caused the patient to have repeated hospital admissions. Olympus followed up with user facility to obtain additional information regarding the reported event by telephone and in writing but with no results. The exact serial numbers of the duodenvideoscopes used in the procedure are unknown at this time.

Manufacturer narrative:
This supplemental report is being submitted to correct section h10 regarding the associated medical device report numbers as 2951238-2015-00248 and 2951238-2015-00249 for this report.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional and significant information becomes available at a later time these reports will be supplemented. As part of our investigation into this report, olympus dispatched an endoscopy support specialist (ess) to the user facility on (B)(6) 2015 to observe their reprocessing practices. There was no reprocessing deviations noted, but it was observed that the user facility did not have a flushing pump in the reprocessing room. The user facility uses a custom ultrasonic machine to reprocess their endoscopes. The ess demonstrated all steps as per the new protocol for the tjf-q180v. Please see associated medical device reports: 2951238-2015-001341 and 2951238-2015-001342.